Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
The physician reported that he fired echelon powered stapler on thick tissue with a green reload, and the stapler fired, but the staples did not form a nice b. No patient consequence reported.